Event description:
The ventilator was cycling on a pt when the ventilator started pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The biomed discovered the expiratory pressure transducer was defective. The biomed replaced the defective expiratory pressure transducer, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturers specifications. Ventilator was returned back to service. There were no pt injuries.